Manufacturer narrative:
This report is submitted january 1, 2017, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
It was reported that the patient developed an infection and swelling at the implant site, resulting in the descision to discontinue use of the device. The implanted device remains.